Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "during an urgency intervention, while snapping the blade, the blade broke at the level where it's snapped". It was reported there was a delay while obtaining a new blade. Customer reported no impact or consequence for the patient. The patient condition was reported as "fine".

Event description:
Customer complaint alleges "during an urgency intervention, while snapping the blade, the blade broke at the level where it's snapped". It was reported there was a delay while obtaining a new blade. Customer reported no impact or consequence for the patient. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The device was returned for evaluation. A visual exam was performed and it was observed that the base of light guide is broken. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. This light guide breakage issue is associated with a CAPA.